Event description:
"Caller alleged imprecision with inratio meter. Results as follows: 2.5 two weeks ago, 1.8 last week, 1.4 and then 1.8 this week." Pt husband and wife reported problems with wife's test. They each have their own meters, but they share the same strips. Two weeks ago: both at normal inr; wife around 2.5. Last week: both at lower inr; wife at 1.8. Doctor raised coumadin dose for both. Today: husband back at normal inr. Wife tested 1.4, then 1.8, 5 mins later. Wife has atrial fibrillation, but is not on amiodarone.

Manufacturer narrative:
Investigation pending.